Event description:
It was reported that the left ventricular lead was turn off after during a follow-up in clinic due to loss of capture. The patient recently went under atrial flutter ablation procedure in (B)(6) 2017. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.